Event description:
Caller reports that patient tested 2.8 inr and 1.6 inr on the coaguchek s system during duplicate testing. No treatment information was provided. No adverse event reported. Requested return of suspect system and replacement sent.